Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The p-cap/reservoir does lock properly. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. The adapt tool was used to verified pump error 53 alarms (file number 4 line number 4018) in the adapt tool fault main error log on 07/25/2024 18:55:30.000. Per software engineer log it was determined that pump error 53 was generated due to problem with ipc or motor (watchdog timeout). Isolate to electronic assembly. Unit was cut open for visual inspection of internal components. Moisture damage found to the motor assembly, pcb1 board, and pcb2 board during visual inspection. The unit also was received with: battery tube threads - cracked, cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, serial number label damage, and pillowing keypad overlay. In summary, unit showed critical pump error (open book image) which was triggered by moisture damage to the motor assembly. The cosmetic damage was confirmed when cracked case on battery tubes was observed. Cosmetic damage confirmed when cracked case on battery tube was observed. Pump error 24 was unable to confirm due to critical pump error (open book image) and unable to test. Blank display not confirmed due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap/reservoir does lock properly. Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. The adapt tool was used to verified pump error 53 alarms (file number 4 line number 4018) in the adapt tool fault main error log on 07/25/2024 18:55:30.000. Per software engineer log it was determined that pump error 53 was generated due to problem with ipc or motor (watchdog timeout). Isolate to electronic assembly. Unit was cut open for visual inspection of internal components. Moisture damage found to the motor assembly, pcb1 board, and pcb2 board during visual inspection. The unit also was received with: battery tube threads - cracked, cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, serial number label damage, and pillowing keypad overlay. In summary, unit showed critical pump error (open book image) which was triggered by moisture damage to the motor assembly. The cosmetic damage was confirmed when cracked case on battery tubes was observed. Cosmetic damage confirmed when cracked case on battery tube was observed. Pump error 24 was unable to confirm due to critical pump error (open book image) and unable to test. Blank display not confirmed due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.